Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger. Under analysis it was found that the connector pin was bent.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# : (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the metal connector pin on the desktop charger was loose/broken. There was a blank screen on the implantable neurostimulator recharger when it was plugged into the wall because it couldn't charge up to be used. On the day of the report, the patient's stimulation went out and he couldn't charge up because the implantable neurostimulator recharger wasn't charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.